Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient had two leads from the same lot. Device 1 of 2: reference MFR report #: 1627487-2015-07656. The patient's ipg and leads were received by failure analysis lab. An internet search revealed the patient passed away on (B)(6) 2015. The reason of death is unknown.

Manufacturer narrative:
There were no issues reported against the returned products, therefore no analysis was performed. The product was returned for disposal. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07656.